Event description:
Reporter stated that patient received a result of 590 mg/dl, while using the suspect device. Patient contacted emergency medical services, and upon their arrival, patient's blood glucose measured - 100 mg/dl (using paramedics' blood glucose monitor). Patient was transported to the hospital, and was treated for conditions unrelated to diabetes. Controls had not been run on the system. A request was made for the return of the suspect device and replacement product was shipped.